Event description:
It was reported that device will not power up and reservoir is leaking. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was received in fair condition with a crack on the reservoir tank at the bottom right. Device was manufactured in 1998. Customers reported issue was duplicated. Device did not power on. The root cause of the reported issue was determined to have been caused by the main board and power switch did not operate as intended. Actions taken to mitigate the reported issue: due to device?s age and condition, it is deemed beyond economical repair and will be scrapped. UDI information is unknown.